Event description:
The customer reported a colleague infusion pump with a low battery. It is unknown when the reported condition was identified. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
The reported condition of low battery was not confirmed or duplicated. This is a baxter owned device, therefore the device will not be returned to the customer. (B)(4).